Event description:
It was reported that during an unknown procedure, incomplete clip closure; clips were malformed. It is unknown how the case was completed. There were no patient consequences. No device returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.